Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc (the importer). This report has been identified as b. Braun internal report #(B)(4). The pump was tested three times for volumetric accuracy with a rate of 250ml/hr and 25ml tested in specification with results as follows: 1st test: 24.8ml or 99% of expected volume, 2nd test: 24.9ml or 99% of expected volume, 3rd test: 24.8ml or 99% of expected volume. In a follow up call to the facility, the reporter was not available per the nurse manager. The nurse manager on duty at the time was unable to provide any additional information. The pump's operational log was reviewed. Since the day of the event was not known, the log review was performed for the last day of infusion activity prior to the complaint being received. The last day of infusion was (B)(6) 2013.

Event description:
As reported by the user facility: ref# (B)(4). Serial # (B)(4). Underinfusion: as per nurse manager , clinician set pump to infuse volume over time. She is unsure of total volume in bag, or drug name, or infusion time set, but it was a 250ml excel bag. Primary line was not clamped. At the end of the infusion approximately half of the volume was left in the bag. The clinician clamped the primary line, and reset pump to deliver remaining volume again. At the end of that program there was approximately 50ml still remaining in bag. MFR - 9610825-2013-00231.